Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coord. Reported that the pt was readmitted to the hosp due to gastrointestinal (gi) bleeding. Coumadin therapy held. Pt placed on aspirin and persantine with reportedly no reoccurrence of bleeding.

Manufacturer narrative:
The pt remains ongoing on lvad support. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.